Event description:
(B)(4). Event occurred in the united states. The patient reported that while she was outdoor, looking for a job in a job fair, the infusion set's tubing detached from the tubing connector and she had to go home to change the infusion. The site location was at patient's left thigh and the pump was located on the left side in relation to the site. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.